Event description:
During a ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the bands would not release on the varices inside the patient but when they retracted the device through the endoscope, the bands released. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. In the photos of the product said to be involved, the loading catheter, irrigation adapter, 2 deployed and constricted bands, the barrel with 4 bands remaining on it, the two-way handle and the trigger cord could all be identified. Deployment difficulty is confirmed based on the 4 bands still remaining on the barrel and one of the two deployed bands appears to be tangled in the trigger cord. No other details can be determined from the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white bag with an open box/tray from the lot number provided in the report. The label matches the product returned. All components were included in the return. Photos were provided and reviewed. The lot number provided in the photos matches this report. The label in the photo matches the product reported. In the photos of the product said to be involved, the loading catheter, irrigation adapter, 2 deployed and constricted bands, the barrel with 4 bands remaining on it, the two-way handle and the trigger cord could all be identified. Deployment difficulty is confirmed based on the 4 bands still remaining on the barrel and one of the two deployed bands appears to be tangled in the trigger cord. No other details can be determined from the photos. Our laboratory evaluation of the product said to be involved confirmed deployment difficulty. Four bands remained on the barrel and two constricted bands were loose in the tray when the device was received and a knot was not found in the trigger cord, which is consistent with the customer's complaint that the last four bands would not deploy. A functional test was performed. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands deployed as intended. [The bands did not constrict as expected, the device was expired when it returned, which is the most likely cause for the bands not constricting, which is not related to the customers report]. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord after being stretched back out was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of deployment difficulty. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.